Event description:
It was reported that during a colon resection procedure, the device did not fire and when removed the anvil was left in the pt. The anvil was retrieved and another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 3/10/2009. Info is unavailable; device was not returned for eval.